Event description:
Reporter indicated a vns therapy patient's seizures are very violent and was recently taken by ambulance to the hospital. The paramedics reportedly said he was suicidal and the patient was placed in the psychiatric ward for six days. The patient never notified his neurologist. Good faith attempts to obtain additional information have been unsuccessful to date.